Manufacturer narrative:
Image analysis: the nanocross elite 0.01¿ over-the-wire pta balloon dilatation catheter was not received for evaluation. No ancillary devices or procedural reports from the procedure were received for evaluation. Two cine images from the procedure were received. The first cine image is of the targeted vessel prior to treatment. The vessel is severely calcified. The second image is of the targeted vessel with procedural devices in the vessel. A support sheath and guidewire are visible in the image. Three radiopaque marker bands are visible on the guidewire in the image. Due to the quality and clarity of the image it is not possible to positively identify if two of the marker bands are of the nanocross elite 100mm length balloon. Due to the quality and clarity of the image it is not possible to positively determine if the nanocross elite 100mm length balloon experienced a radial burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the nanocross balloon with a 6f non-medtronic sheath and a nitrex 014 guidewire to treat a severely calcified lesion with 85%stenosis in the popliteal, tibial/popliteal trunk and anterior tibial artery. Artery diameter 4mm, lesion length 100mm. The device was prepped as per IFU with no issues identified. The device did not pass through a previously deployed stent, no resistance or excessive force was used. It was reported the during first inflation the balloon burst radially at 3atms. The catheter was removed from the patient. The balloon was removed from the patient in pieces and the distal portion of the balloon could not be removed and remains in the anterior tibial artery opposed to the vessel wall. The procedure was completed at this point.